Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
According to the customer, the cannula of the accu-chek flexlink infusion set detached from the body and insulin leaked from the edge of the self-adhesive, resulting in elevated blood glucose levels of 20 mmol/l.